Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the image cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the cmos module. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).